Event description:
A customer called beckman coulter regarding discrepant urine test results from a pt. According to the customer and ER pt had a negative (-) urine test result from an icon 25 hcg test kit. The customer indicated that the pt was ten weeks pregnant with twins. The urine sample used was not the first morining void. A serum from the pt was tested quantitatively for hcg using a vitros eci instrument and the hcg result was 349,000 miu/ml. The discrepancy between the qualitative and quantitative results prompted the customer to repeat the qualitative hcg test using the pt's urine sample. The customer used an icon 25 hcg test kit for the first repeat and the result was negative (-). The customer used an icon ii hcg test kit for the second repeat and the result was positive (+). There has been no change to pt treatment that can be attributed to this event.